Event description:
Health professional reported the patient's left side inflation and capsular contracture baker's grade iii.

Manufacturer narrative:
Medwatch sent to FDA on: 02/oct/2009. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of inflation as follows: "if an unusual symptom occurs after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately." Device labeling addresses the possible outcome of capsular contracture as follows: "additional surgery is needed in cases where pain and/or firmness is severe. This surgery ranges from removal of the implant capsule tissue to removal, and possibly replacement of the implant itself. Capsular contracture may happen again after these additional surgeries. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain associated with nerve entrapment or interference with muscle motion."